Event description:
The customer contacted baxter's service center regarding assistance with an alarm; which occurred on the homechoice (hc) during fill. The fill volume equaled 0ml. The home patient (hp) stated there were a lot of air pockets in the patient line. The technical service representative (tsr) explained to cycle the power off/on, end therapy and start over with all new supplies. The hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the hp (B)(6) 2012 the regarding reported problem. The hp stated they did start over with new supplies, and they were able to continue okay. The hp stated when they noticed the air they immediately closed their transfer set and disconnected from the setup. The hp stated they checked everything and they did not see anything unusual with the supplies that could have caused this alarm, or the air. The hp stated they have not had any further problems and did not needed medical attention do to the alarm or the air. The hp stated that they do not have samples for evaluation and they do not know the lot numbers and that therapy overall is going very well. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided. A follow-up MDR will be submitted if additional information is obtained.